Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a brief dexcom g7 continuous glucose monitor (cgm) sensor issue resulting in signal loss between the sensor and ilet; troubleshooting and education were completed, and subsequent blood glucose readings returned quickly with resolution. No adverse clinical symptoms were reported. Outcomes included no injury, no medical intervention, and return to normal operation. User support included review of device use, patient feedback, and troubleshooting steps. Investigation of this case revealed a transient sensor performance issue associated with signal loss between the g7 and the ilet, with no persistent device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-device communication interruption and transient sensor anomaly.